Manufacturer narrative:
Please note that the following device code also applies to this complaint:(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01194. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system cat6 aspiration catheters (cat6s). During the procedure, while attempting to advance a cat6 into a non-penumbra 6f sheath, the physician experienced resistance and the cat6 would not advance into the sheath. It was reported that the cat6 did not fit through a non-penumbra 6f sheath. As the physician was attempting to expand the valve of the 6f sheath, the cat6 became kinked; therefore, it was removed. The physician then attempted to advance a second ca6 into the sheath; however, the cat6 did not fit into the sheath and subsequently became kinked. Therefore, it was removed. The patient was then treated with lysis. There was no report of an adverse effect to the patient.